Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during a routine generator changeout procedure the physician experienced difficulty withdrawing the lead from the old implantable cardioverter defibrillator (ICD). A setscrew issue was suspected as it took several attempts before the setscrew was finally tightened again. Upon hearing clicks, the lead could then be withdrawn by rotating in counterclockwise again. The procedure continued as planned, and the old ICD was replaced with a new ICD. No patient complications have been reported as a result of this event.